Event description:
Medication had been infusing without incident via IV pump since 10/4/97. At 2400 on 10/8, pt began having nausea with vomiting. Heart rate increase to 120-140's. At 0830 an n/a nurse timed drops over 5 minutes and noted rate to be double that set on pump. (Pump set for 7 cc/hr). Pump immediately changed and symptoms quickly resolved.